Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.